Manufacturer narrative:
Date sent to FDA 11/28/2019. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh is implanted. It was reported that the patient underwent a mesh removal on (B)(6) 2010 due to mesh erosion. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.